Event description:
Patient called to report that the device was "running fast". She got up to walk across the room, the next thing she remembered she was hospitalized for ten days. She further reported, "lost consciousness, had probes on my head, saw psychiatrist, all black and blue and a swollen knee". Discharged from the hospital on (B)(6)2010. Patient scheduled to see a cardiologist on (B)(6)2010. It was later discovered from the manufacturer's database, the patient died on (B)(6)-2010. Based on follow-up, patient was hospitalized on (B)(6)-2010 for a fall with rib pain. Pacer was interrogated in the ER, but results were unremarkable. CT showed some interstitial edema and bilateral effusions consistent with failure. Patient had a history of congestive heart failure/heart failure with an ejection fraction of 25% and had atrial fibrillation. She was not on coumadin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. She was discharged to a skilled nursing facility. Physician reported the patient also had breast cancer which was being treated with "natural methods".the cause of death has been requested and not received. There is no allegation from a health care professional that the death was device or lead related.